Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was completely black, without any graphics or text. There was no adverse impact to the customer¿s blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.